Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw universal ii guide wire is manufactured both with and without markers for physician preference. There was no report of any adverse patient effects and the device was used successfully. The investigation is ongoing. Results will be forwarded upon completion.

Manufacturer narrative:
(B)(4). Investigation determined that the reported event was a potential occurrence as noted in the product risk assessment documents. The investigation determined there is no systemic issue and the patient risk level is low as there is no direct impact to the patient from the presence of markers. The bmw universal ii guide wire is manufactured both with and without markers for physician preference. The guide wire was used for the procedure and there was no report of any issues for the physician or impact to the patient. The presence of guide wire markers allows for increased angiographic visibility and would be noted immediately upon initial angiography by the physician. If a guide wire has markers when not expected the physician may continue to use the device or may choose to switch out for a guide wire without markers.

Event description:
It was reported that the inner and outer packaging of the bmw universal ii guide wire was labeled as a guide wire without markers; however, the bmw guide wire had markers on the device. It was noted that the distal markers were visualized under fluoroscopy. The guide wire was used without any issues, and there were no adverse patient effects reported. No additional information was provided.